Manufacturer narrative:
One 5.0 twinfix ti assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The anchor has broken at the hex/eyelet. The eyelet portion of the anchor remains within distal end of the inserter shaft and is misaligned. The threaded portion of the anchor was not returned for examination. The condition of the device indicates the anchor was subjected to torsional overload during insertion. Failure is attributed to user error. Foreign zip code: (B)(6).

Event description:
It was reported that the twinfix screw was broken during procedure.